Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint was confirmed for damaged miniset mainbody. The root cause is unknown. A batch review did not confirm the issue. Baxter will continue to monitor product lines for trends and will take corrective/preventative action as appropriate. Renal quality engineering will continue to track and trend these complaint reports and take corrective and preventive action as appropriate.

Event description:
Baxter (B)(4) received a report regarding a transfer set with some cracks on the twist switch after one month of use. It was revealed that no disinfectant was used by the patient or doctor. No injury or medical intervention was reported.